Manufacturer narrative:
An event regarding instability involving a femoral component was reported. The event was confirmed through review by a clinical consultant. Method & results: device evaluation and results: could not be performed as product remains implanted. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: reject for medical review by clinician on (B)(6) 2019; provided x-ray confirms the subluxation of the femoral component. Need operative reports, clinical/office notes, histopathology reports, serial x-rays and examination of the explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, clinical/office notes, histopathology reports, serial x-rays and return/examination of the explanted components are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
The doctor revised a left knee triathlon poly insert due to wear and instability. No op note from the original surgery was available but he thought it was approximately 10 years. He changed from a 5x9 to a 5x13. Provided x-ray confirms the subluxation of the femoral component.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The doctor revised a left knee triathlon poly insert due to wear and instability. No op note from the original surgery was available but he thought it was approximately 10 years. He changed from a 5x9 to a 5x13. Provided x-ray confirms the subluxation of the femoral component.